Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were clips applied to staple lines other than the one that had the malformed staples? If yes, please describe why clips were necessary and any issues with the staple lines. Yes, clips were used to reinforce the staple line as well as stop the oozing of blood through the staple line. The following information was requested, but unavailable: per your follow-up response: yes, clips were used to reinforce the staple line as well as stop the oozing of blood through the staple line, please answer the following questions. How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: how much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing using a gold reload, malformed and unformed staples were seen on the specimen side. The staples on the patient side all formed correctly. Peri-strips were used with all firings. To complete the case, the surgeon changed to a new device and green reloads. He also applied clips to the staple line. The surgeon scoped the patient and did a leak check and was happy. No patient consequences were reported.